Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Manufacturing enhancements have been implemented to make the header bond more robust.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine change out, the header of this implantable cardioverter defibrillator (ICD) was noted to be loose and not completely attached to the can. Prior to the change out there had been a decrease in sensing observed. This device was explanted and replaced. No adverse patient effects were reported.